Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and was capturing in the ventricle. The lead was reprogrammed and later re positioned, the lead remains in use. No patient complications have been reported as a result of this event.